Event description:
It was reported that the patient with this pacemaker experienced a lower blood pressure measurement that what was set and concerned about device status. The patient was referred to the physician. This pacemaker remains in service. No adverse patient effects were reported.